Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. During the investigation, fluid was seen exiting the tear in the cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for less than an hour. As treatment, the patient applied a new pod.